Event description:
Customer reported that a pump malfunction occurred after it was dropped. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, which resolved the issue.